Event description:
When pt removed the valve cap for drainage, the valve itself came off with the valve cap. Immediately after the valve came off the pt put the valve back onto the catheter and used a clamp to occlude the line.